Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported that blood glucose (bg) is staying at the top of range. The agent reviewed reports and noted a low the previous morning, likely causing current higher levels. The lowest bg level reported was 53 mg/dl and was corrected by taking glucose tablet and eating honey. The patient reported herself to be shaky, sweaty and can't think during the event. The patient was not out of range at the time of the call and planned to announce breakfast and call back if anything abnormal occurred. No medical intervention required.